Event description:
It was reported that "during the placement of the arterial catheter over the metallic guidewire, when connecting the monitoring system to verify correct positioning, a jet of blood was observed coming from the cannula, which had completely detached from its skin anchoring point. The cannula was removed and retrieved." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the placement of the arterial catheter over the metallic guidewire, when connecting the monitoring system to verify correct positioning, a jet of blood was observed coming from the cannula, which had completely detached from its skin anchoring point. The cannula was removed and retrieved." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.